Event description:
A report was received stating a ventilator generated a breath delivery unit (bdu) error. There was no reported patient involvement. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced the breath delivery (bd) printed circuit board, which resolved the reported issue.